Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and shaft fracture occurred. The 65% stenosed lesion being treated was located in the moderately tortuous, mildly calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5mm quantum balloon. The physician deployed the 2.75x28mm taxus liberte stent, but could not remove the stent delivery balloon from the stent after three inflation. The fourth inflation was to 16atms for 20 seconds. When the physician tried to rotate the shaft, the shaft broke. Once the shaft broke, it released some pressure in the balloon and the balloon was removed. The shaft broke in two pieces, six inches from the proximal end outside the body; where the tuohy borst and shaft meet. No pt complications were reported. Pt status reported as "ok".